Event description:
On (B)(6) 2021, a reporter for the lay-user/patient contacted lifescan (lfs) united states, alleging that the patient¿s onetouch verio flex meter read inaccurately high compared her feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that on (B)(6) 2021, at 2:30 pm, the patient started to ¿feel low and was not feeling well.¿ the reporter claimed the patient tested her blood glucose with the subject meter and obtained an alleged inaccurate high blood glucose reading of ¿80 mg/dl¿. In response to the alleged inaccurate result, the reporter claimed the patient did not take any action to treat the symptoms and around 75 minutes later an ambulance was called for assistance. The reporter claimed the patient was taken to the emergency room by ambulance and was treated with glucose tablets and water with sugar. The reporter claimed the patient¿s blood glucose measured ¿59 mg/dl¿ on the doctor¿s meter. During troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after obtaining an alleged inaccurate high result with the subject meter.